Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardiac monitor (icm) exhibited a false episode with noise. Loss of contact with characteristic noise as well as baseline shifts were indicated. No programming changes were done. Physician was advised to let the device settle in the pocket more. Patient was asymptomatic.

Event description:
New information noted that false pause episode due to loss of contact was still persistent during clinical follow-up done on (B)(6) 2019. Patient was asymptomatic.